Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 25 months and 18 charging cycles were recorded to the ICD memory. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. The current consumption of the ICD was evaluated and proved to be higher than expected, as mentioned in the complaint description. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not reached, which was caused by the depleted battery. The device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and confirmed to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that this device was explanted approximately 18 months after the implantation due to elevated power consumption.